Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experiencing phrenic nerve stimulation presented in clinic. The implantable cardioverter defibrillator was reprogrammed to address the stimulation. Post reprogramming, the device exhibited far r wave oversensing. On a later date, the patient presented in clinic and the device was reprogrammed to address the oversensing. The patient was fine.